Manufacturer narrative:
Investigation results: a visual examination of the returned pneumatic hand pump revealed no damages to the device. It was noted that the gauge needle was outside the zero band. It was also noticed that there was discoloration on the one-way valve at the bottom of valve which indicates repeated use and cleanings with a harsh chemical. Based on the condition of the returned device, it is most likely that the prolonged and extended use of the device could have caused the component failure showing an error reading. Therefore the most probable root cause for this complaint is wear and tear. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle of the device would not move when pressure was being applied, making it impossible to recognize the pressure being introduced into the balloon. The procedure was completed with another pneumatic inflator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle of the device would not move when pressure was being applied, making it impossible to recognize the pressure being introduced into the balloon. The procedure was completed with another pneumatic inflator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.